Event description:
Elderly male with history of severe aortic stenosis. Procedure: transcatheter aortic valve replacement. Angio-seal dilator broke upon entering the sheath angio-seal replaced and were able to deploy a new one without further issues. No known harm to patient. Manufacturer response for device, hemostasis, vascular, angio-seal (per site reporter), will obtain.